Manufacturer narrative:
Patient's weight - (B)(6). This report is being submitted as follow up no. 1 to provide additional information, device return date, to correct the date of report section and for the completed investigation results. It was reported in the initial report that the date of report patient weight was (B)(6). The corrected date of report now reflects the patient weight to be (B)(6). It was reported in the initial report that the device was not available. However, the device has been returned. One used 6fr angioseal evolution device was received for product evaluation. The polyfoil pouch was returned with the device. The returned device was then subjected to visual analysis where a blood like substance was identified on the handles of the device and along the hemostatic sheath and compaction tube. The collagen could be visualized abutting the compaction tube. Approximately 4" of the compaction tube was exposed from the carrier tube assembly as measured with (si 8637). The distal compaction marker was fully exposed along with an additional 0.75" of the compaction tube proximal to this marker, as measured with the ruler (si 8637). The hemostatic sheath was appropriately mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The button was stiff. Microscopy was used to examine the collagen attached to the suture. The collagen appeared over tamped. There was a tear in the collagen. No other anomalies were noted. The complaint could be confirmed for anchor detachment, as the anchor could not be found attached to the collagen that was returned. The collagen that was returned was over tamped. The collagen appeared over tamped as evidence by the fully exposed distal green tamping marker and the microscopic images. The IFU provides warnings against this. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the neuro had an evolution that failed. The following information was provided by the user facility: the standard angioseal deployment, good access, good exchange, good footplate deployment, upon retraction distal green line was exposed, suture broke before click of the real mechanism. The patient was on alteplase and required 50 mins of pressure two times propatches. It was reported that the patient condition was standard. It was reported that the procedure outcome developed hesitation with angioseal evolution.